Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the insulin pump stopped working and did not respond to commands. The customer tried to remove the battery and inserted it again but it didn't work. The blood glucose level at the time of the incident was 440mg/dl and the customer was hospitalized. It was unknown if the customer was using the insulin pump's auto mode feature. Customer treated the high blood glucose symptoms with insulin injections. Troubleshooting was not be performed due to hospitalization. The insulin pump will be returned for product analysis.

Event description:
Customer reported that the issue started last week, because the insulin pump got into the pool. The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states s.w version 4.11d retainer ring = black case type = ngp customer returned pump for an alleged blank display, keypad anomaly, exposure to moisture and was hospitalized for high bgs found on (B)(6) 2022.the pump powered up properly after battery installation. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08655 inches. However, pump error 63 alarm during self test. The pump was monitored for several hours, and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted.no power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date.however, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:20:36.000 (B)(6) 2022 22:30:01.000pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:30:01.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:31:18.000 (B)(6) 2022 22:31:29.000pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed on (B)(6) 2022 22:20:36.000 and (B)(6) 2022 22:30:01.000. Nall buttons function properly. The keypad overlay was removed to perform visual inspection and found a corroded keypad traces. Corrosion was also found on the trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on (B)(6) 2023 13:37:15.000. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, found corrosion on the j1/pcba 1 connector. Corrosion was also found on the pcba2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Pump error 63 alarm (variableinfo = 03) was confirmed due to corrosion on the keypad traces and u1 keypad assembly. The motor was tested outside of the device on the ngp stb3 and passed.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Blank display and keypad anomaly were not confirmed. Unable to verify customer alleged for high bgs. Pump error 63 alarm was confirmed. Pump error 63 alarm during self test due to corrosion on the keypad traces and u1 keypad assembly. During visual inspection, corrosion was also found on the j1/pcba 1 connector, pcba2 and force sensor. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.